Manufacturer narrative:
(B)(4). D10: unknown 54mm trilogy liner unknown. Unknown cup unknown. Unknown head unknown. G2: foreign: australia. Proposed component code: mechanical (g04)-stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised due to unknown reasons.

Manufacturer narrative:
Upon receipt and review of additional information, it has been determined that this product should not have been reported under zimmer biomet. The device in question is manufactured by smith & nephew, not zimmer biomet. As such, this report was submitted in error and should be voided accordingly.

Event description:
No additional event information to report at this time.